Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. E1b event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 29th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance performed by getinge, the paint chipping was found on the entire light system. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance performed by getinge, the paint chipping was found on the entire light system. Based on photographic evidence it was confirmed that paint was chipping from fork, headlight and headlight handle, also it was found that label was chipping from fork, keypad membrane was damaged, metal particles from suspension arm bearing were falling off and gap between double fork was present with risk of fork and headlight detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 29th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance performed by getinge, the paint chipping was found on the entire light system. Based on photographic evidence it was confirmed that paint was chipping from fork, headlight and headlight handle, also it was found that label was chipping from fork, metal particles from suspension arm bearing were falling off and gap between double fork was present with risk of fork and headlight detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance performed by getinge, the paint chipping was found on the entire light system. Based on photographic evidence it was confirmed that paint was chipping from fork, headlight and headlight handle, also it was found that label was chipping from fork, keypad membrane was damaged, metal particles from suspension arm bearing were falling off and gap between double fork was present with risk of fork and headlight detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance performed by getinge, the paint chipping was found on the entire light system. Based on photographic evidence it was confirmed that paint was chipping from fork, headlight and headlight handle, also it was found that label was chipping from fork, keypad membrane was damaged, metal particles from suspension arm bearing were falling off and gap between double fork was present with risk of fork and headlight detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. A root cause analysis for investigated problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. As stated by the subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. The root cause of gap between doublefork is due to the loosening of one of the screws. The reason of these loosened screws remains unknown because it is glued with loctite 222 during assembly at the factory.once the manipulation of the light is detected abnormal by the user at the fork location a repair must be done as soon as possible. About the grinding on the adapter between the suspension arm and the spring arm, it is not possible to determine the cause without more technical information. Nevertheless this part must be changed as soon as possible. This case remains so far isolated. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
The correction of b5 describe event and problem, d4 catalog #, d4 version or model #, d4 serial #, h6 medical device ¿ problem code, h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 29th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance performed by getinge, the paint chipping was found on the entire light system. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 29th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance performed by getinge, the paint chipping was found on the entire light system. Based on photographic evidence it was confirmed that paint was chipping from fork, headlight and headlight handle, also it was found that label was chipping from fork, metal particles from suspension arm bearing were falling off and gap between double fork was present with risk of fork and headlight detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous d4 catalog # and version or model #: ard568350933; corrected d4 catalog # and version or model #: ard568350933/ard568320900; previous d4 serial #: (B)(6); corrected d4 serial #: (B)(6); previous h6 medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454; corrected h6 medical device ¿ problem code; material integrity problem/degraded/peeled/delaminated/1454; material integrity problem/degraded/flaked/1246; mechanical problem/detachment of device or device component//2907; previous h6 component codes: mechanical/coating material//4768; corrected h6 component codes: mechanical/coating material//4768; mechanical/label//862; mechanical/bearings//734; mechanical/holder//838; according to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On 29th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance performed by getinge, the paint chipping was found on the entire light system. Based on photographic evidence it was confirmed that paint was chipping from fork, headlight and headlight handle, also it was found that label was chipping from fork, metal particles from suspension arm bearing were falling off and gap between double fork was present with risk of fork and headlight detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.